Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on left eye (os) at 1 month post-operative exam. A brief description from the surgery center indicated the epithelial ingrowth was noted on the peripheral of left eye at the inferior nasal and inferior temporal after a one month elective flap enhancement. The patient commented on visual acuity was fluctuating. At the time of the post op exam it was noted that the epithelial ingrowth was not near the visual axis and not enough to distort flap. Follow up revealed the patient had been seen at close to 8 week post op exam. At that time, a flap and rinse was performed to remove the epithelial ingrowth. Pre-op: bcva from (B)(6) 2015. Right eye (od) pre-op 20/20 -1.50 x -4.25 x 7. Left eye (os) pre-op 20/20 -1.50 x -4.50 x 176. Post-op: bcva from (B)(6) 2016. Left eye (os) post-op 20/20 1.00 x -1.00 x 141.